Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace/repair the interconnect cable to the interface pcb, the 14v wire to the camera, hv cable assembly and the emi box cable to interface pcb. The camera and backplane board were also replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system booted up, however, during exposure the circular image was dark. The technique was set at maximum. No patient injury reported.